Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the therapy pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio strongly discourages the use of the device for dual sequential defibrillation. The customer has been advised of this. Physio-control performed a clinical review of the reported patient event and also concluded that the device usage did not contribute to the patient outcome.

Event description:
The customer contacted physio-control to report that their device service indicator was illuminated when attempting to deliver double sequential defibrillation to a patient. The patient, a (B)(6) old male later expired at the hospital. The customer, a health care professional advised that they believe the device use did not contribute to the patient outcome. A specific reason, about how they came to their conclusion was not provided by the customer. Physio-control has attempted to obtain additional information and was advised by the customer that no further details about the patient or the event are available. Upon evaluation of the customer's device, physio-control observed that the customer¿s device was unable to deliver defibrillation therapy. In addition an event code logged in the device's memory that is related to a potential failure of the device to deliver defibrillation energy. Physio also observed another event code logged in the device's memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly. It was observed that transistor, designator q8 was electrically shorted and caused no energy output to be delivered, an ¿abnormal energy delivered¿ message to be displayed and event codes to be logged. Physio has concluded that the transistor q8, had likely become electrically shorted due to damage caused by the use of a second defibrillator to deliver double sequential defibrillator shocks during the reported event.